Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Customer states end user was leaning on rail because she was paralyzed, and rail broke at weld.